Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Were there any adverse consequences associated with the patient? No were there any unexpected results or complications due to the prolonged duration of the surgical procedure? No. How long (in minutes) did the operation last? Total intervention duration: 65 minutes what tissue was sutured when the event occurred? Placement of two endoloops at the base of the appendix was additional dissection required in other organs/tissues other than the target tissue? No. Has there been a change in the patient's postoperative care due to the prolonged procedure? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # :(B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? How long (in minutes) did the surgery prolong? What tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure? Event related to mw # 2210968-2023-06797. A manufacturing record evaluation was performed for the finished device lot, and no related non-conformances were identified this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopy procedure on (B)(6) 2023, and suture was used. During the procedure, when placing two devices at the base of the appendix, the surgeon found that the ligature broke at the knot or slips very badly, which caused difficulty with handling. There was prolongation of the intervention time under general anesthesia and non-usable devices. No adverse patient consequences were reported. Additional information was requested.